Event description:
It was reported the device failed an accuracy test. Patient involvement is unknown.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown; d4: UDI is unknown; g5: 510k is unknown.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a damaged battery compartment and lifted dso seal. No evidence was found in the event history log to support the customer reported issue. During the functional testing, no accuracy issues were found with the pump. After running three accuracy tests, the pump was found to be delivering with thin +/-3% to the manufacturing specifications. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.